Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including an ipg, on (B)(6) 2008. It was reported that the patient did not have stimulation. It was reported that she can no longer communicate with her ipg using the charger and programmer. The patient alleged that her recharge burden had increased in (B)(6) 2011, and she stopped using the system in (B)(6) 2011. No further information is available at this time.